Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for inspection, and a replacement pump with a new serial number was provided to the customer.